Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for lead reversion due to high capture thresholds and low sensing. It is suspected the lead may have perforated the heart. The lead was not suspected to be the fault. The lead was repositioned and secured to the device. The patient condition is fine.